Event description:
It was reported that the customer did not provide any additional information regarding the complaint. There was unknown patient involvement and unknown patient harm/adverse event reported. There is no additional information regarding the event.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. It was unknown what the device was sent in for. Per visual inspection, damaged dso seal, scratched lens, damaged remote dose connector. Functional testing found a defective expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced dso seal, lens, expulsor, remote dose connector. Functional testing was performed.